Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Upon receipt, the device image was corrupted and could not be examined. The device was tested on the bench, and using automated testing equipment, and no anomalies were found. The cause of the bvvi could not be determined.

Event description:
It was reported that the device was found to be in backup vvi mode due to external defibrillation during an unrelated lead revision procedure. It was noted that external defibrillation was delivered while a shock was charging during dft testing. The physician elected to explant and replace the device as the patient was still undergoing the surgery at the time. The patient was stable and will continue to be monitored.